Event description:
During an atrial fibrillation procedure, it was reported that it was lost left sided access when mapping with the f curve sf catheter. The physician switched to the d curve sf with difficulty mapping. It was noticed a decrease in the patient¿s blood pressure and ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed extracting 300 cubic centimeters (cc¿s) of red colored fluid. The patient stabilized and the prognosis was good. On (B)(4), received additional information requested from bwi representative stating that when used navtc sf (f curve) to push through single puncture site and advance catheter into left atrium (la), a second sheath (competitor¿s) was then advanced into la over the catheter. The physician was unable to normally manipulate the catheter while attempting to map la; felt that the curve was big for la size, so the catheter was exchanged for navtc sf (d curve). It was stated that the manipulation may have caused effusion by advancing navtc sf (fcurve) through the laa during initial mapping phase of procedure. The patient required hospitalization. The outcome of the patient was a full recovery.

Manufacturer narrative:
As the lot # 16044772l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: carto 3 system; us catalog # fg540000; serial # (B)(4). Stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Coolflow irrigation pump; us catalog # cfp002; serial # (B)(4). Thermocool sf nav uni-directional catheter; us catalog # d131503; lot # 16044772l. Webster cs catheter with ez steer technology and auto ID; us catalog # bd710df282ct; lot # 16069870m. Lasso nav eco catheter; us catalog # d134901; lot # 16014979l. There were three competitor's products used and involved in this event of st. Jude medical. A notification of the reported event was sent. Manufacturer's reference # (B)(4), are related to the same event. The device investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that it was lost left sided access when mapping with the f curve sf catheter. The physician switched to the d curve sf with difficulty mapping. It was noticed a decrease in the patient¿s blood pressure and ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed extracting 300 cubic centimeters (cc¿s) of red colored fluid. The patient stabilized and the prognosis was good. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.